Event description:
The customer reported that pump serial number (B)(4) has a door jam. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received at baxter for evaluation. Confirmed through the attached history log due to multiple "door jammed" messages. However, unable to reproduce the reported symptom of "door jam". Cracks were found in the threaded insert boss in the front case that mount the pumping mechanism into the case, which allowed separation between front case and mech assembly. This condition has been known to contribute to the reported symptom. The front case has been replaced to correct.